Event description:
During the transportation of the workstation, a wheel broke and the workstation fell to the side. Nobody was injured. The workstation, an olympus monitor, and another monitor for blood pressure were damaged.

Manufacturer narrative:
The device referenced in this report is being returned to the manufacturer for evaluation. The device has not yet been received by the manufacturer. There was no report of injury to patient or user, however as a similar incident took place previously (manufacturer reference number 9611174-2011-00004) this report is being submitted in an abundance of caution.